Manufacturer narrative:
(B)(4). The service engineer replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb); installed updated backlight pcbs and software. Performed testing and calibrations then passed per the manufacturer's specifications.

Event description:
It was reported that the bottom ventilator screen had lines going through it and was beginning to fade. There is no reported patient involvement associated with this event.